Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt experienced noises since her implantation in 2000. She reported absolute silence in the morning when waking up, however, as she moved her head slightly, she heard a buzzing noise. She experienced the buzzing noise with and without wearing her speech processor. Testing was unremarkable. The pt was re-implanted in 2009.